Manufacturer narrative:
The customer reports that alarm occurrences such as vpc, couplet, and, r-r do not match the displayed waveform. The biomedical engineer tried to duplicate the issue, however was unsuccessful. The biomedical engineer stated that the department is disorganized but will try to gather additional data. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that alarm occurrences such as vpc, couplet, and, r-r do not match the displayed waveform. The biomedical engineer tried to duplicate the issue, however was unsuccessful. The biomedical engineer stated that the department is disorganized but will try to gather additional data.

Manufacturer narrative:
Manufacturer narrative: the customer reports that alarm occurrences such as vpc, couplet, and, r-r do not match the displayed waveform. The biomedical engineer tried to duplicate the issue, however, was unsuccessful. The biomedical engineer stated that the department is disorganized but will try to gather additional data. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.